Event description:
Note: date of event and death are unknown. It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a biliary duct catheterization procedure. According to the complainant, the stent was successfully placed 3 to 4 cm out of the choledochus. Post procedure, the patient presented with a bleed at the papilla. The physician noticed an abrasion of the contralateral part of the duodenum which was the cause of the bleeding. The physician stated that the stent had not migrated. The bleed was treated with several resolution clips (bsc product) and argon plasma. Several days later, the patient experienced angiocholangitis, and died a few days thereafter. Numerous attempts to ascertain further information have been unsuccessful.

Manufacturer narrative:
(Angiocholangitis). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.